Event description:
It was reported that two visions stents were implanted in the right coronary artery (rca) lesion on (B)(6) 2009. On (B)(6) 2010, a 3.5 x 28 mm and a 3.5 x 18 mm xience v stents were implanted in the rca lesion because of the restenosis of the vision stent. The stenosis improved from 90% to 0%. The vessel diameter and length which xience v stents were implanted: 3.5mm and 40mm. On (B)(6) 2010, the pt was rehospitalized complaining of chest pain .stenosis with thrombosis was confirmed on angiogram in the 3.5 x 28 mm xience v stent, st evaluations were confirmed as myocardial infarction. A 3.0 x 12 mm xience v was implanted for treatment of the restenosis and thrombosis. The physician commented that thrombosis occurred due to the plaque rupture at the restenosis of 3.5 x 28 mm xience v, because it was difficult to cross the stenosis part with a guide wire. No additional info was available.

Manufacturer narrative:
(B)(4) pt selection. The reported myocardial infarction, thrombosis, restenosis, and hospitalization are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported that the 3.50 x 28 mm xience v stent was implanted to treat restenosis of a previously implanted stent, it should be noted that the xience v IFU states: "the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis." It cannot be determined whether the IFU deviation contributed to the reported pt effects.